Event description:
It was reported that during a procedure, the rx trek balloon catheter could not be inflated. It was noted that contrast media leaked at the hub connection, and there was a a separation of the proximal hub and the shaft. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated; reported as (B)(6) 2011. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to hub damage/separation include, but are not limited to, damage during manufacturing, cracks or damage such as hypotube kinks at the hub junction due to handling during device inspection/preparation. Return of the rx trek may have aided in the investigation and determination of cause. It is possible the hypotube was inadvertently handled during the procedure resulting in a kink and crack at the strain relief tubing. A crack in the hypotube can lead to contrast leak and difficulty inflating as reported. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling can cause a separation. In this case, without the product to examine, the cause of the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. The manufacturing records and similar incidents were not reviewed because the part number and lot number were not reported. All dilatation catheters are visually inspected for damages and leak tested prior to packaging.